Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to a pocket infection. Reportedly, the patient experienced pain, discomfort, fluid discharge and had pus coming from the pocket. There was no additional adverse patient effects were reported. This ra lead was explanted.